Event description:
It was reported that, during implant, the device had a loss of wireless telemetry. The device was not implanted and was replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): hybrid - failure disappeared during analysis. The no telemetry-c condition reported by the submitter was confirmed, but the root cause could not be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.